Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins was dead and he planned to get it replaced. The patient reported that he was not sure if the battery depletion was normal because it only lasted 3 years and he was told it would last 10 years. He stated that he never let the battery go completely dead. Before it died, all of the sudden he started to have problems with the battery only last 2-3 hours after charging it all day. The patient was provided with healthcare professional listings. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.